Event description:
The customer complained of a discrepant low elecsys hcg + beta test system result for 1 patient tested on a cobas 8000 e 602 module serial number (B)(4). The initial hcg result was 7,261 miu/ml on the dxi method in a different laboratory. The sample was repeated in error on the e 602 module. The hcg result was 5,384 miu/ml on the e 602 module and was reported outside of the laboratory. There was no allegation of an adverse event. The field service engineer (fse) checked the physical and mechanical operation of the e 602 module. All checks were within specification. The fse checked the customer's calibration and qc and it was all consistent since the date of the event. The field application specialist (fas) reviewed the system and determined that everything was within specifications. The calibration and qc were acceptable. There have been no further issues. The investigation did not identify a product problem. The cause of the event could not be determined.